Event description:
Subsequent to the initial medwatch report, the correct access site is the moderate to heavy calcified left common femoral artery.

Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a transcatheter aortic-valve implantation (tavi) procedure in a moderately to heavy calcified right common femoral artery. Reportedly, during insertion of the 6fr arterial sheath, next to a 6fr venous sheath, resistance was felt. The arterial sheath was exchanged for the proglide device, the foot was placed against the arterial wall and the needles were deployed. When the plunger was pressed and retrieved, no suture was attached, resulting in a cuff miss. A second, third and fourth proglide device was used with the same results. A surgical cut down procedure was performed to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional three perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported cuff miss. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.